Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy after the first firing, the stapler was removed and the surgical tech noticed it (the jaws) would not open up all the way. The surgeon said the stapler made a funny noise upon closing the instrument. Another instrument was used and on the fourth firing the stapler did not open properly (same as the first instrument). It was released off the tissue but the jaws did not open. Another firing was not needed, the case was completed. 12/18/1997 the rep reports there was no pt consequence.